Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of page 1 of facility report received from the customer. There was no facility report number listed.

Event description:
It was reported that a patient underwent a procedure on the left earlobe on (B)(6) 2015 and suture was used. During final closure, the physician assistant noted that the suture needle was harder to pass. Upon inspection, the tip of the needle was ground down to a blunt end. It was unclear if there was a possibility of a retained needle tips in the patient or if this was just ground down from needle driver use. The size is less than 1mm and on the underneath of the ear lobe in the skin only. The surgeon informed patient and family that if it is retained, it would likely work its way out under the ear lobe. Additional information has been requested.

Manufacturer narrative:
It was reported that the intial procedure was a re-excisional biopsy of left external ear melanoma it is unknown whether any piece remains retained and no x-rays were taken to determine a location. The surgeon stated if it is retained, he would expect it to work its way out under the ear lobe without further intervention necessary. Currently, there are no further concerns of the patient¿s condition at present time.